Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient experienced low blood glucose (bg) event on (B)(6) 2025. The blood glucose was low and treated with carbohydrates. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.